Event description:
Healthcare professional reported a xen®45 gts "stiff slider is not moving very well, and the implant tip broke while coming out" during implantation in left eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Upon actuating the slider knob, a stent was not observed to deploy. It was determined that the stent was likely deployed prior to receipt and not returned within the injector. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "stiff slider is not moving very well, and the implant tip broke while coming out" during implantation in left eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.